Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-may-2024, the patient reported that there was blockage in the infusion site, which caused the patient blood glucose levels was elevated to high, therefore patient had received correction injection via mdi and had high/large ketones. The patient changed supplies as necessary and resumed insulin therapy. No further information available.